Event description:
It was reported by service report that nurse call did not work at the siderail controls. The head left siderail latch had wear and needed to be replaced. The customer could not determine whether there was pt involvement or if adverse consequences occurred.